Manufacturer narrative:
Product ID: 37751, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the battery was moved and the issue about excruciating pain and discomfort from the implant was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that when the patient was implanted, the healthcare professional (hcp) placed the implant too close to the skin. According to the patient, the location of the implant and how close it was to the skin caused him to feel the outline of everything and bother him all the time. The hco was notified and the patient didn't use the implantable neurostimulator (ins) that much. 2 week prior to the report, the patient had the revision and he is much better than before. Furthermore, the patient reported he has been in pain and it was from the revision. The night prior to the report in particular, he turned a particular way that pushed the battery and caused an excruciating pain. It was almost like he felt warm on the side, shock, and pain that lasted for about 4-5 minutes. The pain went away, the it happened again when the patient was in the car with bandages on the implant site. That part of the implant caught on the edge of the seat, pushed the implant, and caused the excruciating pain. It was noted that the patient went to the hcp to get the battery re-adjusted. There were no further complications or anticipations reported with this event.